Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the emergency room following some appropriate shocks. The device was found to be at recommended replacement time (rrt) and a charge circuit timeout was observed. The device status is unknown. No patient complications have been reported as a result of this event.